Manufacturer narrative:
The hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 5 was found. The instrument was disassembled, moisture and a collapsed isolator were found in the instrument.

Event description:
It was reported the hand piece malfunctioned at the beginning of the case with error 5, replaced hand piece to continue case. There was no pt consequence.